Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: a review of the pump¿s black box history showed no activity related to the complaint was recorded. There were no alarms related to the complaint observed. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The complaint of the pump not being able to complete the load step was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump was not able to complete the load step. It was noted that the cartridge was changed and the rewind, load, and prime steps were able to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.